Event description:
Provider states right motor fault, cutting out, as per provider.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.